Event description:
The reporter stated the surgeon inserted a (B)(4) silicone single piece lens with toric optic. The lens tore during insertion into the eye. The lens was removed without patient injury. Backup lens, same model and size was implanted. Cause of lens tear was loading error. The lens was discarded by the facility.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Conclusions - user error caused event: the device pertaining to this complaint was not returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4). Device was discarded by the facility.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product found piece of plate haptic is torn off and missing. There was evidence of clear surgical residue on product. Conclusions - (user error caused event): based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).